Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. The insulin pump was telling the customer their blood glucose level was in between 40 mg/dl and 60 mg/dl. The insulin pump went into threshold suspend. However, the customer's blood glucose level was above 100 mg/dl and their sensor glucose reading was 40 mg/dl. The customer did not exhibit symptoms of low blood glucose levels. The infusion set had a bent cannula. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.